Manufacturer narrative:
(B)(4). Concomitant products: unknown head. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remaining implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04155.

Event description:
It was reported that patient fell a second time while getting out of the shower approximately eight months post implantation and dislocated the left hip. Patient was reduced in the emergency department.

Manufacturer narrative:
The following information is being submitted to relay additional information reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was able to be confirmed upon review of medical records received. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends